Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the pt experienced increased pain and stiffness in his right hip. He also began experiencing unsteadiness, difficulty walking, and "grinding" and "knocking" in his right hip. As a result of pt's continued pain, swelling and stiffness in his right hip, he experienced problems standing for long periods of time, sitting for long periods of time, and walking long distances.